Event description:
On (B)(6) 2010, it was reported that the bed experienced a control error alarm which was initially resolved over the phone but recurred the next day on (B)(6) 2010. There was no pt injury reported.

Manufacturer narrative:
The bed was tested per quality control procedures on 07/30/2010 and met specifications prior to pt placement. The bed was returned to kci on (B)(4) 2010 for eval. Eval of the bed found the cause of the control error to be the toggle assembly and cable reel at the foot end of the bed was not maintaining proper clearance. The interference causes a control error which stops the bed from rotating.